Event description:
The patient received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the patient has a sensation in his legs and back that feels like his stimulation is turned on even though the scs system is off. The patient turns stimulation off before going to bed but woke up in the middle of the night with the sensation. The patient's pain pattern is legs and back. The patient was instructed on how to confirm that stimulation was shut off using the patient programmer (pp). Attempts made to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.